Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4).event occurred in the united states. It was reported that patient faced infusions set tap not sticking event on 09-may-2024. It came off during shower. The cause of non- adhering was not sticky enough moisture.non-serialized product being replaced. No further information available.